Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the no guaranteed connection between the bending section and the second bending section, the cause was due to wrinkling of the flexible tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no guaranteed connection between the bending section and the second bending section. There was no patient involvement.